Event description:
During the use of the pump, it was reported that an alarm marked as 20 occurred, which aligns with previous issues experienced by the customer related to this pump. There was no information provided on whether the customer's blood glucose level exceeded 500 mg/dl, as the customer declined to answer. Technical support arranged for a pump replacement and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was also guided on returning the problematic pump with a pre-paid label, adhering to the instructions provided.